Event description:
The customer contact reported an operator error in reconnection of the tubing set which resulted in an adverse pt effect while the device was in use. The plum tubing set was being used for an IV delivery of an unspecified concentration of saline, albumin, potassium and glucose, at a rate of 95ml/hr, via a plum pump. It was reported that a gemstar tubing set was being used for an epidural delivery of an unspecified concentration of morphine and levobupivacaine, at an unspecified rate, via a gemstar pump. At an unspecified time, the customer contact reported that the pt requested to use the toilet. At this time, the nurse disconnected the tubing sets from their respective epidural and IV access sites. The customer contact reported that when the pt returned to the bed, the nurse reconnected the tubing sets to the pt's IV and epidural access sites and the therapies were resumed. After one hour, it was reported that the pt reported a severe backache at the epidural access site. At this time, the nurse noted that the gemstar tubing set was connected to pt's IV access site and the plum tubing set was connected to pt's epidural access site. The tubing sets were removed from clinical use. On (B)(6) 2013, the customer contact reported the pt expired. The customer contact reported the cause of death was the pt's prior diagnosis of peritoneal carcinomatosis; however, the customer contact indicated the event was not related to the death. The customer contact stated that the event was a result of an operator error due to the nurse incorrectly reconnecting the tubing sets to the access sites. Though requested, the customer declined to provide additional info including if the tubing set was replaced and the therapy was resumed and if there was any change in the pt's condition after the event was noted.

Manufacturer narrative:
The customer contact indicated that the device was discarded. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.